Event description:
The manufacturer's representative reported the patient was implanted with a new pump and catheter in 2006, with morphine at a concentration of 1.5 mg/ml and a dose of 1.0 mg/day. The next day the dose was increased to 2.0 mg/day. Six days later, the pt went in to have her pump refilled and when they aspirated the pump contents prior to refill, there was an estimated reservoir volume of 12ml, and an actual reservoir volume of 19 ml. The pump was refilled with morphine at a concentration of 25 mg/ml. The patient was getting relief, but this was felt to be due to the other meds, ivs, and patches the patient was on. The manufacturer's rep saw her yesterday and the patient was taking more oral medications. They increased her dose and set her pump to bolus 3 times a day. The patient's husband reported her sacral pain is under control and her left leg is good. She is still having some radicular pain in her right leg, but it has been less than 24 hours since they started the boluses. No device troubleshooting is planned at this time.